Manufacturer narrative:
On (B)(6) 2015 via a phone conversation, the technical support specialist (tss) informed the customer that serum separator tubes (sst) are not validated and should not sit on gel. Also informed that certain medications may interfere with the result. Along with hama (human antimouse antibody) and macroprolactin treatments may falsely increase results. A fax of an sst letter with study data and specimen type chart was faxed to the customer. Most likely cause for this event was related to the sample, the operator or both: potential drug/treatment interference and the use of non-validated sst tubes sitting on gel. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4).

Event description:
On 03-dec-2015, a customer reported "results not correlating" issues with aia-1800. The customer called indicating that a single prolactin (prl) sample was yielding higher results than compared to another method. Tosoh prolactin results were 61 ng/ml. Then the customer sent the sample to two different reference labs using alternate methods. Results were 2.8 and 6 ng/ml. Patient blood was redrawn at a later time. Tosoh prolactin results were 34 ng/ml and reference lab results did not match still reporting low prolactin concentrations. The customer indicated that all controls were within range and there were no analyzer issues. The customer reported discrepant patient results. The representative from the technical support specialist (tss) spoke to the customer to troubleshoot the reported event which resulted in discrepant results. There was no indication of patient intervention or adverse health consequences due to the discrepant result reported.